Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead triggered an alert via the remote monitoring system for a high out-of-range shock impedance measurement. Upon review in clinic impedance measurements were within normal limits as were other measurements stored to the device. The physician plans to continue monitoring the patient. No adverse patient effects were reported. This system remains in service.